Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Corrected data from user facility report (reference mw5076900): product problem; (B)(6) 2018; gunther tulip; inferior vena cava filter; model#: g52916. Investigation is still in progress

Event description:
Description of event according to initial reporter: "we had a gunther tulip ivc filter that we had to remove today, which was placed on (B)(6) 2018. The filter migrated to the inferior cavo-atrial junction. I've put a report in with the maude database, and am now following up with you." Per the hhs/FDA sus report (reference mw5076900): the cook gunther tulip ivc filter migrated centrally from its implanted location in the infra-renal ivc, implantation date of (B)(6) 2018. It was removed from the interior cavo-atrial junction on (B)(6) 2018. Patient outcome: unknown as information was not provided

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. H6) ec method code: 4109 - historical data analysis. Ec conclusion code: 4315 - cause not established. Summary of investigational findings: investigation is based on event description and returned product. The tulip filter was returned - very clean and without any damage. The primary filter legs were evenly distributed with the diagonal distances according to specifications. Therefore, and since no images were provided it would be inappropriate to speculate at what may or may not have caused the filter to migrate within 14 days after placement. It is not reported if the filter position was verified by cavagraphy immediately after filter placement. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.